Event description:
The catheter was placed 1/7/1998. During infusion on vancomycin on 1/12/1998, the catheter leaked at the exit site. The catheter was removed.

Manufacturer narrative:
The device history review showed no related component or mfg issues and one prior product complaint of similar nature, which was also inconclusive due to no sample returned for evaluation. Upon speaking with the reporter again, she indicated the device had been discarded because they felt the problem was because of the type of drugs being infused & not related to the catheter.